Manufacturer narrative:
(B)(4). The analysis results found that one ple60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as no cartridge was returned for analysis. No strange noises were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph of the cartridge was received and the photographic evidence confirms the event description. It is believed that this complication was potentially caused by an internal interference between the inner left side sled rail an another internal staple cartridge structure. This interference produced enough force to damage the right side sled rail pushing it into the knife slot preventing the associated staple drivers from being lifted and deploying the inner two rows of staples.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did any pieces from the reload fall into the patient? If yes, were all pieces retrieved? No, the reload appeared damaged but remained intact. It was also visibly inspected by me following it removal from the powered echelon instrument and appeared damaged, however, intact. Was the post-operative care changed for the patient as a result of the event or prolonged anesthesia time? No, the surgeon and anesthetist exercised the same level of care as any other lap sleeve patient. The procedure was probably extended by approximately 30 minutes as a direct result of this incident. Was buttressing material utilized? If so, which product? Yes, the first firing occurred with a black reload and had buttressing applied to the anvil and cartridge. The second firing, where the incident occurred, was with a green reload and had buttressing applied to anvil and cartridge once again. Was the instrument fired across or near an existing staple line or clip? Yes, the second firing appeared to have been fired across the tail of the first firing. This occurs frequently and since this procedure I have been present for a further 4 x lap sleeves with dr. (B)(6) without further incident. Were any unexpected noises heard? If so, when? Yes, the stapler sounded like it was going to stall midway through the firing sequence as a result of the pressure it was under.

Event description:
It was reported that during a sleeve gastrectomy, on the second firing, the knife blade seems to have taken some plastic on the reload and as a result, the staples were not deployed on the patient side. Outermost staple line has been deployed but the two closest to the knife blade have not. All staples are still sitting in their unformed state in the cartridge pocket. Surgeon had to open a second device and second reload to proceed. Case completed with delay of about 30 minutes. Surgeon also had to oversew the staple line for added security. During this time, patient was under general anesthetic.